Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to reevaluation of event. (B)(4); failure (event) observed during analysis. Analysis found an inside-out insulation abrasion at 10.7cm to 14.3cm from the helix end. Other: na.